Event description:
The user facility reported that a hose disconnected causing water to leak from their system 1e.

Manufacturer narrative:
A steris service technician inspected the unit and found the hose fitting separated at the prea&b inlet connection. The technician replaced the hose, ran a diagnostic cycle and confirmed the unit to be operational. The unit is under steris service contract and received routine preventive maintenance on (B)(4) 2014.